Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) was unable to communicate with the ipg via the charging system. Efforts to establish communication with a different charging system were unsuccessful. X-ray imagery found the ipg had not flipped in the pocket. In addition, no issues were reported with respect to implant depth of the device. Surgical intervention was undertaken to explant and replace the patient's ipg. Effective stimulation was captured following post-operative programming.